Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During rv lead revision, the atrial lead was found to be bound to the rv lead. The physician decided to remove the atrial lead, however, the tip became detached and free in the right atrium. No action was taken to retrieve the tip of the lead. A new atrial lead was implanted.